Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room due to hypoglycemia on (B)(6) 2024. The blood glucose level was 42mg/dl at the time of event and the patient consumed 42 glucose tablets treat their low blood glucose. The patient got released on (B)(6) 2024. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005553, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 12-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005553". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6005553 was manufactured according to the work instruction (wi) version 96 and manufactured in the machine 10 on 13-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. No testing is required for malfunction code no malfunction based on complaint information no malfunction based on complaint information conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.